Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged the intellidrive is going backward when they push forward on the handles. No pt impact.